Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. Prior to the customer's passing, it was stated that he went to exercise but, when he finished, he felt nauseous. The customer then went unconscious and died minutes later. It is unknown at this time, whether or not the customer was wearing the insulin pump at the time of death.